Event description:
The following was reported to hamilton medical ag: ventilator was not working, self test failed. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).